Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the working length kinked. Additionally, distal pierced hole (tome's extrusion) was torn upon magnification. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found the working length was kinked and the distal pierced hole (tome's extrusion) was torn. Based on the condition of the device, the working length torn at the distal pierce hole could have been generated by submitting the catheter to tension forces during the handle actuation and bowing the device without being completely out of the scope. The working length kinked, could be caused by operational factors, such as manipulating the device through difficult anatomy and the technique used for device manipulation and by the interaction between the autotome and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in a procedure performed on (B)(6) 2023. It was reported that "the device split" when the device was bowed. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in a procedure performed on (B)(6), 2023. It was reported that "the device split" when the device was bowed. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.